Event description:
It was reported that a patient had been treated for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis on an unknown date in 2016. The physician reported that the contralateral leg was occluded on (B)(6) 2022. The cause is unknown. On (B)(6) 2022, the physician decided to reline the implanted endoprostheses with gore® viabahn® vbx balloon expandable endoprosthesis on an unknown date. The patient declined further treatment and was asymptomatic.

Manufacturer narrative:
Device remains implanted. Instructions for use state: adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Imaging evaluation summary shows: diameter at the proximal end of the implanted device measures 17 mm. Length from the proximal end of the implanted device to the occluded limb measures 49 mm. Length of the occlusion measures 130 mm. There is flow distal to the occluded portion. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.